Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient was noted to have an expanding groin hematoma after removal of the destination sheath. Despite manual pressure, this continued so a CT scan was done which showed continued arterial bleeding. Patient was kept in hospital for two extra nights to monitor the hematoma with no further intervention performed. A terumo introducer was used for the puncture. It has been alleged that the hematoma/bleeding was due to the introducer. Hemostasis was achieved in the lab. The hematoma was located on the right side. The patient was discharged in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.